Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and a correction injection. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.